Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the el214 clip was not secure in the applier and the clips fell off easily and into the pt (jaws too wide).